Event description:
The contact stated, that he performed a control test and received a result that was higher than the normal control range. While troubleshooting, the customer performed another control test and received a result of 168 mg/dl. The normal control range was 89-122 mg/dl. The contact did not allege, the customer experienced any adverse events. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.